Event description:
The customer contact reported the device delivered more medication than intended. The pump was returned to the biomedical department with a report that the device delivered more medication than intended. No specific patient information, pump programming, or event details were provided. Though requested, the customer declined to provide additional information.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.